Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The water filters were changed at the proper times. An additional rinse was ran after the cycles, which seemed to have removed the powdery residue from the scopes. More recently, the additional rinses have been stopped, and the problem has not occurred. The foreign material was not observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there was a white powder type residue left on endoscopes after a reprocessing cycle. It is unknown when the problem was identified. There was no harm or user injury reported due to the event. A field service engineer went onsite and confirmed the issue, determining poor reprocessing led to foreign objects found in the reprocessing basin after reprocessing. This report is being submitted for the malfunction found at evaluation.